Event description:
During an ercp with pancreatic stent placement, the physician used a wilson-cook oasis one action stent introduction system. The pt suffered from chronic pancreatitis with a pseudocyst and biliary strictures. During placement of the 10 french stent, a radiopaque band from the guiding catheter detached in the pt's pancreatic duct. The radiopque band was retrieved from the pancreas with a basket but dropped in the duodenum. The band was left to pass normally. No injury to the pt was reported.